Event description:
Pump was being demonstrated for a wound clinic by an experienced sales rep. The pump failed to turn on during sales demo. The pump was plugged into an electrical outlet and the lcd screen flickered on three times, then the machine powered off. Pump did pass initial operational function tests.